Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient (apd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The event was manifested by cloudy effluent and feeling unwell. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with ceftazidime (1g; route and frequency not reported) and ceflazone (2g; route and frequency not reported) for peritonitis. The following day the ceftazidime was discontinued. The day after that the ceflazone was discontinued and the effluent was clear. Three days after the event onset, the patient started treatment with vancomycin (2000 mg every fifth day for twenty one days) for peritonitis. Apd remained ongoing. At the time of this report, the patient had recovered. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
The previous report had an incorrect date of (B)(6) 2016. The correct date is (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.